Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was received for evaluation. Evaluation of the returned device revealed that the telescope assembly was able to properly pull back, advance, and retract, the distance from the distal end of the transducer housing to the tip of the catheter measured 20 mm. The product specification for this dimension of the distance is 16-24 mm, the observed distance is within specification, fluid was leaking from an open hole at the lap joint area when the catheter was flushed, the imaging window is still connected to the blue sheath at the lap joint, device was inserted into test dispenser coil. Leak is located on the outside edge of the device, during image characterization testing in the roller coaster model, a good square image appeared in the system and the product performed within specification. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that lost image occurred. During the percutaneous coronary intervention (pci), an opticross imaging catheter was used to view an unspecified lesion. After the device crossed the target lesion, image initially appeared. However, the image was lost immediately. Procedure was completed with another of the same device. No patient complications noted and the patient's status is good. However, device analysis revealed a hole in the catheter.